Event description:
During the insertion of the CT lucia 621p iol, the injector tip burst and the haptic got stuck, causing the iol to be inserted in a damaged condition. The damaged iol was removed with forceps and exchanged using a backup iol. The injector will not be returned. No patient injury was reported.

Manufacturer narrative:
Based on the information provided and our experience with the lucia 621p product, the following factors may have contributed to the reported tip split issues during injection: material properties of the injector: although no direct link to a specific diopter range has been identified, variability in the material properties of the injector could be a contributing factor. Environmental or sterilization factors: the environment in which the injectors are stored and sterilized could also play a role. Exposure to specific conditions may affect the integrity of the injector material, leading to an increased likelihood of cracking during use. Injector handling and technique: the tip splitting may be associated with the technique used during the injection process. Certain handling practices, such as excessive force applied during advancement or misalignment of the plunger within the cartridge, could lead to stress and eventual cracking of the plastic material at the tip. Variations in technique, especially with specific injector systems, can increase the likelihood of such occurrences. Inadequate ovd application: inadequate or uneven application of ovd during the loading or injection process may have contributed to the tip splitting. If sufficient ovd is not applied, there is increased friction between the lens and the cushion, which could lead to the injector tip splitting under the pressure of the plunger. It is essential to ensure that a generous amount of ovd is applied to both the lens and the cushion before advancing the plunger to minimize resistance and prevent damage to the lens or injector." The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.